Event description:
Related manufacturer's reference number: 2017865-2021-29940. It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that there was noise from the electromagnetic interference (emi). No interventions were taken. The patient was in stable condition.